Manufacturer narrative:
Qn#(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the catheter tore when trying to remove the wire. The catheter was removed intact. No patient injury or consequence.

Manufacturer narrative:
Qn#(B)(4). The customer returned one ra catheterization device consisting of a guide wire, an advancer tube, a needle, and a catheter. The device was returned with the guide wire handle fully advanced and the components showed evidence of use. Visual examination of the returned sample revealed that catheter body is separated and the separated portion is accordion towards the distal end of the needle. A portion of the guide wire is extended out of the catheter and is severely bent (approximately 70 degrees). Under microscopic examination, the catheter body was punctured by the needle bevel and the catheter material has folded over itself at this location. The portion of the guide wire that is extended out of the catheter is 2mm in length. A manual tug test of the guide wire confirmed the distal weld was intact and the wire was not unraveled. A device history record (DHR) review was performed and no relevant findings were identified. Other remarks: the instruction booklet provided with the set describes a suggested procedure for inserting the catheter. The instructions direct the user to firmly hold the introducer needle hub in position and advance the catheter forward with a slight rotating motion. The instructions caution "do not reinsert needle into catheter to minimize risk of catheter damage." A catheter puncture or separation could be caused either by advancing the needle through the partially inserted catheter or withdrawing the partially inserted catheter against the needle bevel. The report that the catheter tore when trying to remove the guide wire was confirmed through examination of the returned sample. The catheter body was punctured by the needle bevel and the catheter material has folded over itself at this location. The guide wire was kinked, but not unraveled. A DHR review was performed and it did not reveal any manufacturing related issues. A catheter puncture or separation could be caused either by advancing the needle through the partially inserted catheter or withdrawing the partially inserted catheter against the needle bevel. Based on the location of the catheter puncture and the information provided by the customer, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that the catheter tore when trying to remove the wire. The catheter was removed intact. No patient injury or consequence.